Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and documented the information. The caller stated that the patient will continued to be followed and a revision procedure will not be performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and competitive leads. The caller stated that noise developed on the right ventricular (rv) channel and a red alert was received due to pacing impedance measurements greater than 2000 ohms. The out of range measurements triggered the lead safety switch (lss) switching the lead configuration to unipolar mode which resulted in some oversensing of the noise. Sensing measurements were appropriate; however, pacing thresholds had increased. The caller stated that engineers from the competitive company assessed the observations and stated the clinical observations are due to the boston scientific device. The device was programmed to bipolar sensing and unipolar pacing with auto capture (ac) programmed on. The patient will continue to be followed via remote monitoring. No adverse patient effects were reported.